Event description:
The plaintiff alleges that while working as a toxicologist,they were exposed to antigenic natural latex proteins in the latex gloves the plaintiff wore. The plaintiff alleges that was diagnosed in 1999 by doctors at a university as having severe latex allergies. The plaintiff further alleges that is now subjected to increased health risks and may no longer work in any medical, healthcare or research type facility including hospitals, clinics, research facilities or private practice offices. Furthermore the plaintiff alleges that they are subject in the future to one or more anaphylactic reactions to latex products. The plaintiff alleges that they have suffered substantial injury, pain and suffering, economic loss, loss of wages, medical expenses, humiliation, anxiety, embarrassment, outrage, mental suffering and emotional distress. Finally the plaintiff's spouse, alleges that they have suffered the loss of support, services, consortium, and companionship of this family member.